Manufacturer narrative:
Result: eval of the product did not confirm that the teeth are not aligning correctly. Panel side a has an open slider and a pull tab missing on the pt access window. There is 5 inch broken stitches on the mattress envelope. Note: the instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Never use the bed if a zipper slider is bent open or damaged and the zipper cannot zipped completely closed. (B)(4).

Event description:
Customer reported the zipper teeth are not aligning correctly on the right side panel. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.